Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to receiver not turning on. An internal visual inspection was performed and passed. A receiver download was performed and receiver shutdown at capacity greater than 10% was observed. Battery circuitry was tested and failed due to a damaged battery. Confirmation of the complaint was confirmed. The probable cause was a damaged battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.